Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for use at the user facility, it was found that the lamp button did not work, while the other buttons worked without problem. There was no report of patient injury associated with this event.